Event description:
It was reported by the physician that the patient had protrusion at the generator site and fluid build up following a generator replacement. Medication was provided for the protrusion and fluid build up. The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to distribution. No additional relevant information has been received to date.